Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in intensive care unit due to diabetic ketoacidosis as well as hyperglycemia on (B)(6) 2018 with blood glucose level was 440 mg/dl at the time of incident and the current blood glucose level was 178 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin exited at the quick release. Customer was able to perform high pressure test at that time. The device will not be returned for analysis.